Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump screen was cracked because the pump fell out of the customer's locker. The customer's blood glucose level was 162 mg/dl. As the pump was no longer functional, the customer confirmed that an alternate method of insulin delivery was available.